Manufacturer narrative:
The investigation is ongoing. Device not returned.

Event description:
As reported by our edwards lifesciences japanese affiliate and through the implant patient registry (ipr), approximately 1 year 6 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, the patient underwent a surgical aortic valve replacement procedure in which the sapien 3 valve was explanted, and a new surgical valve was implanted. The reason for the valve explant was hypo-attenuating leaflet thickening (halt) on the three cusps. The halt was treated with direct oral anticoagulant (doac), but there was only a slight improvement seen as the valve opening was considerably poor.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery nor medical records were provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, device explant and structural valve deterioration (such as leaflet thickening) are listed as potential risks associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for leaflet thickened/hypoattenuated leaflet thickening (halt) was unable to be confirmed as no imagery nor medical records were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, "approximately 1 year 6 months after a transfemoral tavr procedure, a sapien 3 valve was extracted and surgical aortic valve replacement (avr) was performed. The echo revealed that halt on each three cusps. Despite treatment with doac, only a slight improvement was seen (valve opening was considerably poor), and the decision was made to extract the sapien 3 valve.". Per the instructions for use (IFU), valve thrombosis and structural valve deterioration (leaflet thickening) are potential risk associated with the use of the transcatheter heart valves (thv). In this case, the patient was on direct-oral anticoagulant (doac); however, it only improved slightly. It is unknown when the doac was prescribed. It is possible that the anticoagulant was prescribed due to suspicion of thrombosis. Valve thrombosis is the formation of significant blood clots on the valve, which may resemble leaflet thickening. Since additional information was not provided, the presence of thrombosis could not be confirmed. In this case, a definitive root cause was unable to be determined; however, it may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.